Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date explanted - remains implanted. Initial reporter. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ this report is number 1 of 2 filed for the same event (reference 1825034-2016-00027 / 00028).

Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2014 and a right total knee arthroplasty on (B)(6) 2015. It was further reported patient was bitten by a dog on the back of the left leg on (B)(6) 2015. Patient experienced moderate pain as well as flexion contracture on (B)(6) 2015. No revision has been reported at this time.